Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. The hcp requested compatibility guidelines for an magnetic resonance imaging (MRI). The MRI was to look for possible infection in the patient's spine. The hcp did not know if the procedure was due to a problem with the device or therapy and did not know if the symptoms were related to the device or therapy.